Manufacturer narrative:
(B)(4). Concomitant medical products: compress anchor plug catalog # 178400 lot # 207940, compress ha spindle porous coat catalog # 178504 lot # 052740, compress taper adapter catalog # 178711 lot # 916250, oss diaphyseal segment catalog # 150468 lot # 792040, unknown compress pins catalog # unknown lot # unknown qty: 3, unknown tapered screw catalog # unknown lot # unknown, unknown threaded nut catalog # unknown lot # unknown. Foreign: (B)(6). The complaint device has been returned, but the device investigation has not yet been completed. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filled for this event: 0001825034-2017-10110, 0001825034-2018-03144, 0001825034-2018-03145, 0001825034-2018-03146.

Event description:
It was reported during an initial knee arthroplasty, that the pin fractured in patient¿s body. Subsequently, the patient underwent a revision procedure approximately six months post-event date to remove the fractured pin. No additional patient consequences were reported.

Manufacturer narrative:
(B)(4). Upon receipt of the product return it has been determined that only the anchor plug was fractured and that this device did not cause or contribute to the reported event.